Event description:
It was reported that the customer was hospitalized due to low blood glucose of 32mg/dl. It was stated that the customer was experiencing unexplained low glucose for two weeks. Troubleshooting was performed. The caller stated that he was asleep, moaning, and unresponsive when she entered in the room. The wife called the paramedics and the customer was taken to the hospital by the ambulance. It was stated that the customer was treated with an insulin drip. The customer's most recent glucose reading was 165mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion an be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.